Event description:
It was reported that the cap of the surgical fiber detached inside of the pt as 55,189 joules of use. It was retrieved by the surgeon; the method of retrieval was not reported. The case was completed using a second fiber. There was no report of pt injury.